Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus delivery. Customer's blood glucose was 263 mg/dl. The customer stated she had an alarm from her sensor telling her to check her blood glucose with a meter. Customer didn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer uses the sensor feature on the pump. The customer was advised that the alarm maybe caused by viewing sensor glucose graph while the device is delivering a bolus. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we would send a cot pump.